Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device passed an incoming functional test. It was also noted that the lower case was broken, several parts were missing from the back of the device, the battery contacts were contaminated, the release latch was sticky and the battery drawer was sticky. (B)(4).

Event description:
It was reported that the case was damaged. The external pulse generator (epg) was returned for servicing. It was analyzed and was found to have contamination. There was no patient involvement.